Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) reached recommended replacement and approximately twenty-three months later the device reached end of life status. Additionally, the charge circuit is inactive, and a charge circuit timeout occurred. The patient refused to have the ICD replaced and it remains in use. No patient complications have been reported as a result of this event.